Event description:
A customer reported encountering cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a complete pump reset, successfully resolving the issue, and the customer was able to start their sensor session without further problems.